Event description:
Customer reported a scratched display and stated that the screen was becoming difficult to read. Customer also mentioned a failed battery test alert. Customer's blood glucose reading at the time of the call was 290 mg/dl. No further information reported.

Manufacturer narrative:
Unit received with blank display due to corroded battery tube. Unable to verify weak battery alarm and failed battery test alarm due to blank display. Pump received with extremely scratched display window, cracked battery tube threads, cracked reservoir tube lip, missing end cap sticker.